Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 462 mg/dl. The customer treated with 35.7 unit of bolus. The customer also reported high reading of 453 mg/dl which was due to steroid shots. Troubleshooting was not performed. The product was not returned for analysis.